Event description:
During device preparation, the device was interrogated and was observed to be in backup mode. The device was replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported field event of backup operation was confirmed. Analysis of the device image found the device went into backup mode due to a bus error. After the device was restored from backup mode, functional testing was performed. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. The backup operation could not be reproduced. The cause of the reported event could not be determined.